Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. The reporter alleged moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: investigation revealed evidence of moisture behind the display lens. A leak test was performed and failed due to a pump casing crack. The pump was opened up and evidence of internal moisture presence was observed on the support bracket and the transceiver. Unrelated to the original complaint, a crack was observed in between the case seal and the display lens. The battery compartment was cracked in three places. In addition, the display was dim and discolored.